Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm diameter was not reported. The vessel morphology was reported as severe calcification, and mild tortuosity. The stent graft were successfully implanted in the pt. The physician modeled the stent graft; however, it was not aggressive. The final angiogram revealed a type iii endoleak, fabric in the iliac limb. The type iii endoleak was resolved by placement of an endurant iliac limb. The cause of the type iii endoleak was related to the severe calcification of the vessels. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results/conclusion: (severe calcification, and mild tortuosity).